Event description:
Customer reported that while on a full arrest the unit was turned on and delivered only a few compressions and displayed a change battery message. A new battery was put in the unit with the same result. Customer also indicated that he was unsure about when the batteries were placed in the unit. Customer placed a third battery in the unit and operated it using a CPR dummy with no issues noted. Two batteries (not returned) were involved in this incident for which report 3003793491-2012-00155 is filed. No adverse event reported.

Manufacturer narrative:
Reported complaint of device only delivered a few compressions and displayed a change battery message was not verified. Visual inspection of the device revealed torn load plate cover, cracked pt head restraint brackets and missing battery partition cover. Device was tested with a known good battery for one hour with no errors and passed final test. No adverse event reported.